Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula to be separated from the handle, although the handle cannula showed marks left by the 2 in 1 active cord connector (evidence of correct assembly). Three pronounced kinks were also found along the working length. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the detached handle cannula prevented device retraction. The damage to the device suggests it was subjected to excessive force; therefore, the most probable root cause of the identified defects is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, once the snare was advanced into the patient's colon, it could not be retracted. The device was removed from the patient and the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, once the snare was advanced into the patient's colon, it could not be retracted. The device was removed from the patient and the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.